Event description:
The customer reported that the module connected to the monitor was not working. The customer tried a different patient data module with the same setup and it worked fine. The unit was not in use when the issue was discovered.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. The occupation of the reporter is unknown.